Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. The patient stated that she had a low and the receiver did not alert her. The patient did not call for medical help and instead her friend gave her orange juice. When the patient's blood glucose was checked after the juice, it was up to 46mg/dl. No further event or patient information was provided. The complaint device was provided for investigation. The receiver was determined to be in good condition based on external visual inspection. The receiver log did not contain any issues related to the customer complaint. The device failed global receiver functional testing. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.